Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery the tip of a retaining sleeve broke off. There was no surgical delay and patient outcome was fine. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient year of birth: 1951. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ avalign technologies ¿ nemcomed division manufactured the holding sleeve ¿ long for matrix, p/n 03.632.036, and lot number 6972476. The supplier¿s certificate of compliance (dated (B)(4) 2012) indicates the parts were manufactured to p/n 03.632.036, revision ¿j¿ and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number (B)(4), completed november 5, 2012. There were no mrr¿s, ncr¿s, or complaint related issues with this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The awareness date of may 18, 2015 was initially reported in error, the corrected date of may 13, 2015 has been corrected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing and product investigation evaluation was performed: the review of the device history record of the present retaining sleeve showed that there were no issues during the manufacturing of the product that would contribute to this complaint condition. Manufacturing and inspection record indicated no problems with the lots in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We assume that the thread of the retaining sleeve was damaged by a loose prime lock connection between the retaining sleeve and the screw during the insertion. Such a loose connection, in combination with high lateral stress, can lead to a breakage of the thread. The cause for a loose connection is either insufficient tightening during the screw pick up or high friction between the inner and outer sleeve of the retaining sleeve. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.